Event description:
As reported: "when the nurse opens the hoffman ii MRI box in the operating room, with the patient already anesthetized, she finds out that the component was missing. Surgery was completed with other equipment available at the hospital.".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Correction: please refer to section h6 (results code). The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. Kit booking team reviewed the received information and noted: the two sets were sent to the customer. Since one set was missing some items, these were sent separately. There is no contract with flax (transporter) to deposit the shipments outside the building, this is totally forbidden. They (flax transporter) receive specific instructions where/in which department to deposit the delivery. These specific instructions on where flax should leave the material are given to us by the sales team and then recorded in the shipping instructions included in the delivery note that is given to the courier. We have confirmation that the missing items were sent by us and that the customer received it, confirmed by flax. Inspection of the received information/evidences are done or will be done, in the proceedings of the non-conformity. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when the nurse opens the hoffman ii MRI box in the operating room, with the patient already anesthetized, she finds out that the component was missing. Surgery was completed with other equipment available at the hospital."